Manufacturer narrative:
E1 completed address: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction due to printed circuit board is not good and causing to reports error b30. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device exhibited an error b30, the issue occurred during reprocessing. There were no reports of patient involvement.